Event description:
It was reported arterial line leak discovered when dressing was changed, however the site had been oozing and rns were troubleshooting dampened waveforms. When the rn changed the dressing, arterial blood was spurting from the catheter "crack", not from the skin insertion site. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for evaluation. Signs of use in the form of biological material were present on the catheter body. Visual inspection of the catheter revealed that the catheter body was pinched directly adjacent to the juncture hub. Both sides of the catheter body were cracked at the pinch. The catheter tip was also noted to be damaged. The total length of the catheter measured 2.75" which is not within specifications of 5.875"-6.125" per catheter product drawing. It is hypothesized that the customer either returned the wrong catheter or reported an incorrect product code since the returned catheter did not match the specifications of the 5" arterial catheter included in the reported kit. The outer diameter of the catheter tip measured 0.04710" which is within specifications of 0.040-0.050" per catheter product drawing. The inner diameter of the catheter tip measured 0.026" which is within specifications of 0.025-0.027" per catheter product drawing. The instructions for use (IFU) provided with this kit states, "maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with peripheral intravascular devices must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The returned arterial catheter was flushed with a lab inventory syringe to test the patency. The catheter leaked water from both cracks found in the body. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The complaint of an arterial catheter leaking was confirmed by evaluation of the sample received and the customer photo. The catheter body was pinched directly adjacent to the hub and contained a crack in each side of the pinch. The catheter however did not meet the product specifications of a 5" arterial catheter included in the reported kit. It is hypothesized that the customer either returned the wrong catheter or reported the incorrect product code. Without the correct catheter to evaluate, the root cause of this complaint cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported arterial line leak discovered when dressing was changed, however the site had been oozing and rns were troubleshooting dampened waveforms. When the rn changed the dressing, arterial blood was spurting from the catheter "crack", not from the skin insertion site. No patient harm was reported. The patient's condition was reported as fine.